Manufacturer narrative:
Date sent to the FDA: 10/08/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient code: 3189 - surgical intervention, 3191 - mesh migration. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to hernia recurrence, adhesions and mesh migration. Mwr-05102020-0000817192 submitted for adverse event which occurred on (B)(6) 2012. Mwr-05102020-0000817193 submitted for adverse event which occurred on (B)(6) 2013.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.